Manufacturer narrative:
Block d6b: explant date: (B)(6) 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-1416, serial number: (B)(6), batch/lot number: 218999, model/catalog description: wavewriter alpha prime 16 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7134423, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 32076781, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. An x-ray of the leads was taken; however, results were unknown. The patient also declined program optimization.